Event description:
It was reported the patient's blood glucose level (bg) rose to the upper 300's mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, a new pod was activated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. No damages were observed to the device that would cause the reported dislodging. The cause of this event could not be determined. No damages were observed to the device that would cause a failure to adhere. The cause of this event could not be determined.